Event description:
Had port inserted at another facility for treatment of lymphoma. Last treatment was several years ago but patient had difficulty finding some one to remove the port after the final treatment. Was finally able to find a physician to remove it and when the physician did the procedure, the port was removed but catheter was missing. X-ray was done and showed the cathteter straddled within the right and left pulmonary arteries. It was removed in special procedure.